Event description:
A certified ophthalmic tech reports that at the very beginning of lasik surgery, the laser stopped firing and the procedure could not be completed within the same session. The surgeon has decided to let the pt heal for a period of time before bringing them back to complete the procedure. There was no pt injury/impact associated with this event.